Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: sc-2108-50m, model: sc-2108-50m, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during an ipg revision (MFR #: 3006630150-2022-00184), it was found out that the patients lead was damaged. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.